Manufacturer narrative:
Pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Pump received with stripped battery cap coin slot(p), corroded battery tube and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had battery cap was broken and corrosion in battery compartment. No harm requiring medical intervention was reported. The battery cap was exposed water in river the customer was assisted with troubleshooting. The device will be returned for analysis.